Event description:
It was reported that blood was observed inside the lumen of the attempted left ventricular (lv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. By design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress. Concomitant product: 0158 lead implanted (B)(6) 2009. (B)(4).